Event description:
Boston scientific received information that while performing a threshold test on this cardiac resynchronization therapy defibrillator (crt-d) a delayed was observed when attempting to stop the test. This delay resulted in a five second pause for the patient who is pacemaker dependant. No adverse patient effects were reported as a result of this pause in pacing. The device remains in service.

Manufacturer narrative:
Boston scientific technical services (ts) suspected that the delay observed was due to the programmer reestablishing radiofrequency telemetry. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.